Event description:
It was reported that when the device was used during a colostomy closure procedure, the staples did not form when the device was fired, but the tissue was cut. The surgeon was required to handsew the anastomosis as a result. There was no further consequence to patient.